Event description:
It was reported that the a-rubber broke off towards the tip of the scope and the bending section perforated the patient during an unspecified procedure. The physician was able to remove the scope and patch the injury on the patient. Despite multiple attempts for additional information, none was obtained.